Manufacturer narrative:
Unit failed displacement test and motor error alarm noted during rewind due to motor encoder out of phase. Unit also received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call that customer had an MRI with insulin pump attached and insulin pump was ruined. Customer's blood glucose was not reported. Insulin pump would be replaced.